Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 6 full height cubie drawer had a failed controller card. A field service engineer replaced the drawer controller card and powered up the station and re-booted normally. The field service engineer verified operation/user access via medical application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a blank screen and just kept periodically beeping, additionally, the system was connected to the network but displayed it was on critical override. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.